Event description:
It was reported to philips that the device failed its defib test for the pads and gave a charge/shock failure message. The customer already replaced the therapy cable and test load. There was no reported patient involvement.